Event description:
Patient ventilator dependent toddler in for tracheostomy today. Surgeons selected three bivona tracheostomy tubes for possible use during surgery. Surgeon asked for 3.5 mm trach tube and a bivona silicone tracheostomy tube i.d: 3.5 mm; o.d: 5.3 mm; length: 40 mm, lot#: 3991134 was opened on the sterile field. Surgical tech tested the balloon and it failed to inflate.